Manufacturer narrative:
The reported inner cannula was received for investigation without its original packaging. Three patient's cannulas were sent back from the country of origin with no information on which cannula went to which patient/complaint. All previous products in the complaints were captured as blu tracheostomy kit, uncuffed, 7.5mm. However, after investigation the device sizes were two blu tracheostomy kit, uncuffed, 8.5mm and only one blu tracheostomy kit, uncuffed, 7.5mm. Listed are all the associated mdrs are involved: 2183502-2016-01517, 2183502-2016-01518, 2183502-2016-01520. Under visual inspection following defects were observed: sample no. 1 (size 8.5mm): approximately 1cm long split was found. Wall thickness was measured at four points and we can confirm that the sample was found within specification. Sample no. 2 (size 7.5mm): split from the tip of inner cannula to stop ring. Wall thickness was measured at four points and we can confirm that the sample was found within specification. Sample no. 3 (size 8.5mm): ring pull was detached, splits within split line, dented tube. The surface of sample was scratched and damaged what indicates poor handling during use. Wall thickness was measured at four points and we can confirm that the sample was found within specification. Based on the results of investigation the complaint cannot be confirmed. The returned sample was tested and the results confirm cracking of cannulas which were caused by poor user handling. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). The customer reported they had 3 portex® blue line ultra® tracheostomy inner cannula tubes that cracked for the same patient. One of the cannulas was placed in the patient 5 days before the incident. There was no documentation on patient injury. Please reference MDR's#: 2183502-2016-01517 and 2183502-2016-01520 for associated events.